Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the pump was randomly rebooting for the previous week. The reporter claimed that the patient's blood glucose (bg) level would elevate whenever the pump would reboot. That morning, the reporter indicated that the patient's bg level was "587 mg/dl." According to the reporter, the patient noticed that the pump shut off while she was at school and did not know long the pump had been without power. The patient reportedly had symptoms of dizziness, weakness, and tiredness. She was not feeling well. Prior to the pump rebooting, the patient's bg level was reportedly normal. The patient was correcting with the pump and via injections. During the contact with animas, the patient's bg level was "328 mg/dl." The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia after the pump started to randomly reboot and shut off.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing was unable to verify or duplicate the reported intermittent power issue. A 29 hour flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. No alarms or power issues occurred during testing. The pump was opened and no damage found to the power circuit. The battery compartment is cracked. No damage was found to the battery cap: height and width were within specification. The battery cap was able to attach securely to the pump. Pump powers on normally with no alarms. Unrelated to this complaint, the contrast button was unresponsive. The keypad was removed and contamination found under all button contacts.